Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump indicated for cancer pain. It was reported that the patient's pump motor stopped for unknown reasons. The patient's status was alive - no injury. There were no applicable actions or interventions performed. It was unknown if the issue was resolved at the time of the report. It was reported that the device was implanted and out of service. There was no surgical intervention and no surgical intervention planned. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1 update: the type of reportable event was changed from a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributor (foreign). The cause of the motor stopping was unable to be provided. It was later further reported on 2024-oct-16. The patient did not undergo magnetic resonance imaging. A new pump was implanted on (B)(6) 2024 and the patient was currently in stable condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event was also reported under manufacturer report #2182207-2025-00963 [information was received from an unknown source (foreign) via a company representative regarding a patient with an implantable pump that was administering an unknown drug of an unknown concentration at an unknown dose rate. As per the logs provided, service code 100 was displayed regarding a pump motor stall having occurred. Also, per logs provided, a critical alarm regarding pump motor stop/stall had occurred on 2024/10/09 at 05:50. No patient symptoms were reported.] Any additional information received will be reported under this manufacturer report number #3004209178-2024-20267. In addition to the previously reported information, additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that an internal employee of medtronic initially reported the event. It was unknown what the name and address of the hcp and hcp facility was. The patient's gender and age was provided. The patient's medical history included cancer pain. The model number/serial number of the patient's pump along with the implant date was provided. The cause of the motor stall was not determined. The patient did not experience any signs or symptoms related to the motor stall. Actions/interventions taken to resolve the motor stalls and bolus rejection included replacing the pump. The motor stall had resolved. It was stated that the pump had been sent to cn logistics department.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional drug information received as follows: morphine 5.0 mg/ml at a dose of 2.9980 mg/day. "Lopi" 2.5 mg/ml at a dose of 1.4990 mg/day and "youmei" 5.0 mcg/ml at a dose of 2.9980 mcg/day. B1 correction: type of reportable event was corrected to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, and motor function. Destructive analysis identified residue in the motor gear train on the pinion of the rotor magnet and also on the pinion of gear number one. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.